Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation for the priming issue has been completed. During preparation to insert the impella, the medical team did not see the instruction to connect the yellow luer components on the purge line. It was not resolved by restarting the case. The product was returned for investigation. No data logs were returned, so the team could not investigate whether any alarms went off during the priming steps. In the lab, the failure mode did not reproduce. The purge was primed successfully, the prompt to connect yellow to yellow did come up on the automated impella controller, and the pump was able to run with normal purge pressures and flow rates for several minutes. The root cause of the priming issue was unable to be determined since the issue did not reproduce and no logs were returned for investigation. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12534 as it is unknown the initial reporter also sent the report to the FDA. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12534 was submitted. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-12534.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 failed to prime. The automated impella controller (aic) skipped the screen instructing to ¿connect yellow to yellow¿ and would go straight to the placement screen "ready for insertion" without priming. A new pump was used successfully. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.